Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe generator in order to resolve the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and the reported failure was confirmed and replicated. During power-on test, the errors c-00 and m-02 were found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, it was reported that errors appeared on all four erbe ports at startup, along with a c-83 communication timeout. The site attempted to reset the erbe multiple times without any change in the error condition and decided to use an alternative esu to proceed. Further troubleshooting was conducted through technical support, including a hard restart of the erbe, yet the errors persisted and now also included error m-02. The customer located a backup generator and connected it to continue with their planned activities. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.